Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifucated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 25mm above the renal arteries and 26-27mm at the renal arteries, and the length from the suprarenal landing zone to the hypogastric was 190mm. The aneurysm neck was reported to be very short, and the superior mesenteric artery came off close to the renal arteries, about 0.5-1 cm above. The pt has a history of chronic renal failure with dialysis dependence, cerebrovascular disease with a prior stroke and carotid enarterectomy, hypertension, and transient ischemic attacks. It was reported that the pt was a high-risk candidate for the procedure. Because of the pt's renal failure and short aneurysm neck, the physician decided to place the proximal edge of the stent graft above the renal arteries. The pt was brought into the or and prepped and draped in the usual sterile fashion. The appropriate needles, guidewires, catheters, and sheaths were utilized. The right groin was accessed, and intravascular ultrasound was performed to confirm aneurysm sizing. The left brachial artery was also accessed below the arteriovenous fistula used for dialysis. A guide catheter and wire were passed through the brachial artery to the superior mesenteric artery. The left groin was accessed, and a 16 fr sheath was inserted. A 22 fr sheath was inserted into the right groin with resistance. The sheath was removed, the vessel was dilated, and the bifurcated stent graft was advanced through the right groin and positioned in the proximal aorta. The physicians had unsuccessfully attempted to catheterize the superior mesenteric artery for visualization. The device was deployed below an area that was believed to be the superior mesenteric artery orifice. A 16mm diameter x 11.5cm length iliac limb was deployed from the left side. Angiogram demonstrated distance between the stent graft and the hypogastric arteries; therefore a 20mm diameter x 3.75cm length extender cuff and a 22mm diameter x 3.75cm length extender cuff were deployed on the right side. A 16mm diameter x 8.5cm length iliac limb was deployed on the left side. Angiogram demonstrated a possible endoleak; therefore 16mm angioplasty balloons were inflated at the proximal end and down both limbs. Final angiogram demonstrated no endoleak and a patent superior mesenteric artery, although not with brisk flow. The wires and sheaths were removed, and the incisions were closed. The pt tolerated the procedure well, and was taken to the recovery room in stable condition. Postoperatively, the pt developed severe ischemia of the intestine. The pt was emergently brought to the operating room for an exploratory laparotomy and a superior mesenteric artery bypass. The pt was prepped and draped in the usual sterile fashion, and the abdomen was opened. There were some slight, patchy ischemic areas of the sigmoid colon in the distribution of the inferior mesenteric artety, and the cecum was darkened and blotchy with patchy areas of ischemia. Further ischemic changes were noted proximally, but the bowels were mostly pink and viable with good motility. Doppler could not identify much flow, but some type of blood flow was detected in the areas of the superior mesenteric artery. A dacron graft was anastomosed to the left external iliac artery and then to the superior mesenteric artery. Good doppler signals were noted distal to the superior mesenteric artery anastomosis, and the small and large intestines showed a better color. The incision was closed, and the pt was taken to ICU in very critical condition. It was reported that the pt died in 2001 from surgical complications.